Event description:
The valve was explanted because the pt had an infection in the peritoneum.

Manufacturer narrative:
The valve was patent, and passed leakage as well as siphon testing. However, the valve failed reflux testing, which precluded measuring of pressure flow characteristics and preimplantation testing. A dissection of the valve identified that reflux may be due to physical damage. It is unk how or when this damage occurred. The reported event did not allege a malfunction of the valve and the infection was not believed to be related to the device. The instructions for use that accompany the product caution that local and systemic infections are not uncommon with shunting procedures. A review of the manufacturing records was not possible, as no lot number was provided. All of our valves are 100% tested at the time of MFR.